Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/29/2015 with the following findings: the battery compartment was observed to be cracked in the area below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump failed a leak test due to a battery compartment leak; this device failure directly caused the reported issue. The pump case was removed, and evidence of moisture ingress was found on internal components: the reported issue was confirmed.